Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) has been confirmed. Upon investigation the battery charger was unable to recharge a battery pack. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger. Monitor sn (B)(4) was returned to the distributor for evaluation. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation, the monitor was intermittently unable to communicate with an electrode belt. The monitor's electrode belt receptacle had damaged pins. The cause for the abnormal shutdowns was the intermittent ability to communicate with an electrode belt. The cause for the inability to communicate with an electrode belt was the damaged pins. The root cause for the damaged pins was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's battery charger and reported that the charger was unable to charge a battery pack. A us distributor contacted zoll to report that a patient's monitor had frequent abnormal shutdowns.